Event description:
The consumer's wheelchair allegedly tipped over while they were traveling on uneven pavement in a parking lot. As a result of the alleged incident the summons claims the consumer became "sick, sore, lame and disordered, suffered pain and anguish, and has become permanently disabled."